Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result at 8:12 am was 6.6 inr and the result at 9:35 am was 4.6 inr. The customer used the same finger for both tests. The customer was advised to always use a new finger when testing. There was no allegation of an adverse event. The customer was not anemic, not on heparin, had no antiphospholipid antibodies, no change in diet, no illness, and no symptoms of a high result. The therapeutic range was 2.0-3.0 inr. The customer had a decrease in the coumadin dose and had a new medication (inhaler). The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 235476-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2.2 inr. Donor hct: 48.5% and 45%. Testing results: donor #1: master lot / customer strip and customer meter 2.7 inr/ 2.6 inr. Donor #2: master lot / customer strip and customer meter 2.2 inr/ 2.0 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.